Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument smoke came out of the joint. The plastic looked melted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that there was no patient harm due to the alleged issue. The customer was not able to provide any additional details related to the event/instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was found to have thermal damage on the monopolar yaw pulley at the cable routing. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage. Additionally, the instrument was found to have a broken conductor wire at the weld of the yaw pulley. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.

Event description:
Refer to h11 for follow-up information.